Event description:
The customer reported the system displayed error messages during use. This resulted in a system shutdown and a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was repalced during the service call. The system was tested and found to be working as intended and put back into service.